Event description:
Reported event of "thrombosis" from journal article "thrombosis of the lap-band system". "Shortly after completing the second study (of band adjustment under fluoroscopy) the patient began complaining of dysphagia and became unable to swallow saliva." The patient "underwent urgent operative exploration and was found to have an intact but overinflated band. Under close inspection, a clot in the proximal band was noted, acting as a ball valve allowing the addition of fluid but not aspiration."

Manufacturer narrative:
Medwatch sent to FDA on: 12/19/2008. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. The information has not yet been received by allergan. The connector type has been identified as taper ii because the vanguard device is equipped solely with the taper ii. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures." "If there is total stomal outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." "Obstruction of stomas has been reported as both an early and a late complication of this procedure. This can be caused by edema, food, improper initial calibration, band slippage or pouch torsion." "An evaluation of the stoma and pouch size is recommended via a gastrografin or limited barium swallow prior to an following adjustments. This is important to avoid inadvertent overinflation of the band and possible stoma obstruction."